Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies.

Event description:
It was reported that the patient¿s pump had flipped and ¿worked through skin¿. The patient experienced erosion at the device pocket as well as pain at the pump site. There was superficial breakdown of the skin of the left abdominal wall where the pump was implanted. Herniation of the intrathecal drug delivery system occurred through the skin and the patient developed active cellulitis at the surface. The pump was explanted on (B)(6) 2014. During the procedure, the catheter was trimmed and tied to the fascia. The pump catheter portion was disconnected and removed with the pump. The catheter tip was at t10-11. It was unknown if the explanted components were discarded; however, the physician assumed that they were. The cause of the pump positioning issue was possibly due to inadequate placement at implant. It was possible that the bottom was not sutured well enough. The device system had delivered dilaudid from (B)(6) 2014 to (B)(6) 2014. The patient also took oral atorvastatin, diltiazem, lisinopril, levothyroxine, lexapro and coumadin. Patient outcome was recovered without permanent impairment.